Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the event was resolved in the operating room and the patient was doing great. There were no remaining issues on the event. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead . (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. The rep reported that they were in the operating room doing stage 2 and were trying to insert the lead into the header, but it was not going all the way in. The rep stated that they had already dried the lead off, examined the header block for any debris, and loosed the setscrew a little further but still had not been able to advance the lead all the way. It was indicated that the components causing the issue were the lead or extension into the implantable neurostimulator (ins). The physician was instructed to slightly rotate the lead while advancing and was able to successfully advance it completely. The rep noted that there was also fluid in the protective lining of the proximal end of the lead. The rep was advised that if an impedance check was good to monitor impedances and patient¿s therapy going forward in case any issues arise. No patient symptoms or further complications were reported or were expected.